Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 4 devices were received for evaluation; the events were confirmed during testing. Evaluation found the devices were missing components. The devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the device disassembled. There no was patient involvement; no patient impact.